Event description:
It was reported that a flo-gard pump had an unspecified alarm. There was no patient involvement; therefore, no patient injury or adverse event was associated with this report. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was evaluated on site. Evaluation summary: this issue was confirmed by service as failure 2. The evaluation determined that the reported problem was due to a worn latch roller. The latch roller was replaced to resolve the issue. A service history review revealed no previous service events were related to the reported condition. If additional relevant information becomes available, a follow up medwatch will be submitted.